Event description:
It was reported that post-pace t-wave oversensing (twos) was observed on the right ventricular (rv) lead. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.